Event description:
Surgeon could not get insert to snap into baseplate. Baseplate was cleaned and re exposed and insert would not go in and snap down in the front. Finally a new insert had to be opened and it went in fine. No adverse consequence to the pt or extension of surgery time over 30 minutes.